Event description:
It was reported that p-wave oversensing was noted. (B)(6) technical support was contacted, and reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).